Event description:
The patient experienced a respiratory issue. The hcp informed the reporter to turn the pump off because the patient was having trouble breathing. The pump was programmed to minimum rate mode. The pump contained baclofen 500 mcg/ml and was programmed to deliver 2.97 mcg/day. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the patient had trouble with breathing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Physician programmer model 8840 serial# unknown; catheter model 8709sc serial# (B)(4) implanted: (B)(6) 2012 explanted: unk. (B)(4).

Event description:
Additional information received reported that the cause of the event was attributed to drug effects, as a healthcare provider (hcp) indicated that the patient's starting dose of lioresal was "too high." The patient had a baclofen trial on (B)(6) 2012; dose was 100 mcg. The patient tolerated the trial well and had significant improvement in his spasticity. The patient underwent a pump implant on (B)(6) 2012, and was started at a dose rate of 100mcg/day. The patient "almost immediately" experienced the following: sedation, confusion, respiratory depression, trouble swallowing, and coughing. On (B)(6) 2012 the patient's pump dose was reduced to a minimum rate. Between (B)(6) 2012 and (B)(6) 2012 the patient was seen in an emergency room, and was found to have had a urinary tract infection, pneumonia, and esophageal problems. The implant wounds were noted as having been well healed, and the patient's cognitive issues resolved with the dose decrease. The patient did not require hospitalization, and had recovered without sequelae. The healthcare provider indicated it was unknown whether the uti and/or pneumonia were the cause of the patient's over reaction to the intrathecal baclofen or if it was the result of it. It was further noted that an occult uti could have been present prior to the starting the intrathecal baclofen at 100 mcg/day, and may have contributed to his over response. The subsequent decreased loss of cognition / "loc", respiratory depression, and increased secretions may have led to the development of pneumonia. These concurrent infections then contributed to his hypersensitivity to the low dose of intrathecal baclofen to which he had previously demonstrated a "good tolerance." Now that the infections had been treated, the patient was again having spasticity on the lower intrathecal baclofen dose. The hcp thought the patient would probably need a higher dose. The hcp planned to proceed with caution however to avoid another repeating scenario. The concentration of lioresal was noted as being 2000 mcg/ml.

Manufacturer narrative:
(B)(4).